Manufacturer narrative:
(B)(4).the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the sigmoid colon of a patient with a malignancy on (B)(6), 2011. According to the complainant, during the procedure, the stent was successfully deployed and fully expanded. The physician was unable to re-sheath the delivery system prior to removal, and the tip became caught on the stent. After five minutes of manipulations the delivery catheter was able to be removed. The complainant reported that there was no visible damage to the stent body, and despite the difficulty removing the delivery catheter, the stent covered the stricture and the physician is happy with the placement. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.